Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular group that prior to cardiopulmonary bypass, during setup, the cardioplegia port on the fx15 oxygenator was found to be cracked. No patient involvement as this occurred during setup. The product was changed out. The surgery was completed successfully.